Manufacturer narrative:
Continued e1 (phone number): (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported "rupture" diagnosed via sonogram. This record is for an unknown side. The device remains implanted.

Event description:
Healthcare professional further reported capsular contracture baker grade ii diagnosed by ultrasound. This record is for the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2 a4 b3 b5 b6 d6b.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade ii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device is analyzed through visual inspection, microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed opening assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. Additional observations noted during device analysis were creases and wear abrasion. None of these are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.